Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. On (B)(6) 2015, atrial capture threshold was measured at 2.5 v. There were no measurements made after that date. (B)(4)

Event description:
It was reported that during a follow-up visit four months postoperatively, it was discovered that both the right ventricular (rv) and right atrial (ra) leads had pulled back. It was felt there was a possible dislodgement of the rv lead as it had high thresholds and was sensing the p-wave. The ra lead also exhibited high thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.